Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, white particles inside of the device. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to deflation device were observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.